Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on, possibly due to the pump getting wet. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.